Manufacturer narrative:
Additional information: h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were no particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event(s) of death. The etiology of the event(s) is unknown; therefore, causality cannot be established. Per the pdrn, the patient¿s expiration was unrelated to a liberty select cycler issue; however, the patient¿s death occurred while the patient was undergoing ccpd therapy. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the totality of the information available, the liberty select cycler cannot be disassociated from having a possible contributory role in the event(s). While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the event(s). The lack of information (e.g. Patient demographics, discharge summary, esrd death notification, autopsy report, death certificate, treatment data) and a manufacturer evaluation of the suspect device, the liberty select cycler cannot be excluded from the event(s). Limited additional information precludes a more extensive and meaningful investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired on (B)(6) 2020 while undergoing pd therapy on a liberty select cycler registered to a fresenius medical care acute clinic. The administrative assistance reported the patient¿s expiration was unrelated to a liberty select cycler issue. There were no alleged malfunctions of fresenius products. Upon follow up, it was reported the suspect device has been sequestered since the event and is expected to be returned to the manufacturer. Subsequent attempts to obtain additional information (e.g. Patient demographics, discharge summary, esrd death notification, autopsy report, death certificate, treatment data) have thus far proven unsuccessful. It is unknown if the patient utilized fresenius products at home, however, the aa did report the patient was assigned to an unknown (B)(6). The aa was calling in to request a replacement cycler. A replacement cycler was issued and the reported cycler was scheduled to be picked up and returned to the manufacturer. It is was not reported if the cycler was continued to be used after the reported event.